Manufacturer narrative:
A drager service technician was dispatched and replaced the ventilator motor. He tested the machine after the repair and reported that all tests passed; device was returned to use. The log file analysis carried out by the manufacturer confirms that error conditions are logged which are in context to the reported symptoms. In total, 4 instances of ventilator motor failures could be found for the reported date of event. First three could be resolved by power-cycling the device and repeating the self-test but after the fourth occurrence, the failure condition was persistent. The returned motor was inspected and tested in the manufacturer's lab. It turned out when rotating the power-connected motor manually that numerous positions exist where the motor couldn't provide mechanic power due to an abraded collector disc. The motor has a specified life time of ten years at assumed operating conditions of 5 hours per day and 5 days per week. The respective unit was built in 2008 but with almost 15.000 operating hours logged and thus, it can be considered that the specified lifetime in hours was even exceeded. When such ventilator failure condition is detected the machine is designed to shut down automatic ventilation and to bring the error condition to the user's attention by a corresponding alarm. Manual ventilation as well as the monitoring functions remain available to the full extent. The safety concept has obviously worked as intended; no patient consequences have occurred. The repair exchange of the wear-and-tear part has fully solved the problem.

Event description:
Please see initial MFR. Report #9611500-2016-00300.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. There was no patient injury reported.